Event description:
During sterilization of the device the handle cracked and broke. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time due to this event.